Event description:
Patient reported rupture confirmed via CT scan. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), g2, h6.

Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture" confirmed via CT scan. Later healthcare professional reported "rupture". Later healthcare professional reported "lower lobe interstitial edema" and "superior segment lower lobe simple parenchymal cyst". This record is for the left side. Device was explanted and it was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Atient reported "rupture" confirmed via CT scan. Later healthcare professional reported "rupture". Later healthcare professional reported "lower lobe interstitial edema" and "superior segment lower lobe simple parenchymal cyst". This record is for the left side. Device was explanted and it was returned.